Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was implanted with a neurostimulator for spinal pain and complex regional pain syndrome type I. It was reported that the patient felt burning pain at the implantable neurostimulator (ins) site that ran down their right leg. It was reported that this was sporadic but would occur whether stimulation was on or off. There were no known environmental factors associated with this. The manufacturer representative was going to the patient at their health care professional (hcp) appointment on (B)(6) 2017. No actions or troubleshooting had yet been done. The patient¿s weight was asked but known, the patient¿s status was reported to be alive with no injury, and their medical history was reported to include complex regional pain syndrome (crps) in the left arm. No further complications were reported.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative on (B)(6) 2017 regarding their appointment with the patient. It was reported that the appointment notes were reviewed and the burning sensation was not addressed at the appointment. The patient was given new programming. It was noted that the patient was happy with the new programs and was going to try those patterns for a while. The patient had not contacted the manufacturer representative since then but the manufacturer representative just recently left the patient a message asking about any recurrence of the burning. No further complications were reported.